Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had stuck button alert and screen went blank after removed battery from insulin pump. The customer's blood glucose value was 4.2 mmol/l. It was reported that none of buttons were working. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that there was no response from any button. The insulin pump will not be returned for analysis.